Event description:
Vague pump report of failure code 533:320:717:0000 occurring during clinical use. The failure code will result in an alarm and stop the channels in use. No additional clinical info was available. No pt compromise or injury was reported.